Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A collection of food on the tube (bezoar) is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a gastroscopy due to traction of the tubing, a large collection of food was present on the tube along with a knot. The patient underwent a total peg and j tube replacement using the same stoma / fistula site.